Event description:
Microchoice wire driver & fixation drill, product number 5020-027, was used to screw a bit into left knee. Drill was put in reverse to extract bit after it was inserted to proper depth and bit continued in forward direction.